Event description:
It was reported that during a da vinci s surgical procedure, it was observed that the plastic on the wrist is damaged. No patient harm, adverse outcome or injury was reported. The customer reported malfunction does not in itself constitute a reportable event, however, during internal evaluation of the instrument, engineering discovered evidence that an arcing event may have occurred during the surgical procedure.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the conductor wire cover at the yaw pulley exhibits damage. The distal clevis located at the damaged conductor cover has an arcing track and exhibits melting, indicating that an arcing event occurred. No other damage was found.